Event description:
It was reported that the patient was experiencing symptoms of hyperglycemia and dka approximately 23 hours after activating a new pod. He was admitted to the hospital and given intravenous insulin. At some point during his treatment, he removed his pod and disposed of it, so it is not available for evaluation by the manufacturer. The patient is no longer using the product.